Event description:
A customer reported to baxter (B)(4) of a vented paclitaxel set that was leaking once primed. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A customer sent in an actual sample for an evaluation; the reported condition was confirmed as the tubing was noted to be cut; however, the cause of this condition remains unidentified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed finding that no exception/non-conformance reports were documented for this lot.